Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 70 years old female pt, the device's defib output was incorrect. When set to 150 joules, the device discharge at 200 joules. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.